Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2022, the following additional information was obtained: the universal surgical manipulator (usm) was returned and the unclamp drivetrain failures were replicated on that usm using in-house staplers. Therefore, the main contributor to the failures was usm-related.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but not replicated the customer reported complaint. Failure analysis found the unclamping failure to be related to the customer reported complaint. The instrument was found to have an unclamp failure based on a log review but was not replicated during in-house testing. A review of the logs showed error code 22030 indicating that the instrument failed in its operation on universal surgical manipulator (usm3) and related to the unclamping / drivetrain failure. There was a message of "instrument failure. Do not reuse¿ after the instrument was placed on an in-house system. The radio frequency identifier (rfid) editor was used to manually overwrite the force expiration for testing. The instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. There was no physical damage found. The root cause is not determinable/applicable. The instrument was transferred to the advanced failure analysis (afa) team for further review. A review of the procedure log showed the curved-tip sureform 45 stapler instrument (part#: 480545-04 / lot#: t10220728-0220) was used on (B)(6) 2022 during this nephrectomy surgical procedure with system sk0642. The curved-tip sureform 45 stapler instrument fired 1 sureform 45 white reload with 11 uses remaining. A review of the device logs for the curved-tip sureform 45 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs showed the curved-tip sureform 45 stapler instrument (part#: 480545-04 / lot#: t10220728-0220) was installed once with a sureform 45 white reload and fired one time. The firing was completed per the logs with no pauses for compression, but the subsequent unclamp resulted in a drivetrain failure at 99.99% completion. The msc logs showed error 22030 with code p1=2, indicating an unclamp failure occurred. Error code 282 was shown in the msc logs indicating the tool was force expired, which is the expected outcome when an unclamp failure is detected. The same sequence of events (successful firing with the sureform 45 white reload followed by an unclamp drivetrain failure at 99% completion) also happened to the second curved-tip sureform 45 stapler instrument used in the procedure. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted nephrectomy surgical procedure, the curved-tip sureform 45 stapler instrument failed to unclamp. Medical intervention may be required in the event that the curved-tip sureform 45 stapler instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system generated a message of "possible failure detected while unclamping. Use grips to verify jaws are open. Do not reuse" after the surgeon fired the curved-tip sureform 45 stapler instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.